Event description:
It was reported that the zoom wheel that helps move the bed it is using metal to connect to the plastic wheel. It causes it to wear because the metal grinds the plastic.

Manufacturer narrative:
Zoom is not working.